Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Manufacturer narrative:
After further investigation, it was revealed that a duplicate of this event was created under boston scientific reference # (B)(4), which provided additional details regarding the explant procedure and the returned device analysis results. Please refer to our reference # (B)(4), report reference # 2124215-2024-50253 for the completed event details and investigation findings. Any new information in the future will be communicated under boston scientific reference # (B)(4), report reference # 2124215-2024-50253.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this device remains in service. No adverse patient effects were reported.